Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08182, 2134265-2015-08183 and 2134265-2015-08400. (B)(6). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, a 3.0x12mm promus everolimus eluting coronary stent system was implanted at the first obtuse marginal (om1). In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. In (B)(6) 2012, the index procedure was performed. The target lesion was located in the first obtuse marginal (om1) with 90% isr and was 10mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of two overlapping 2.25mmx12mm promus element plus stents, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient experienced worsening coronary disease. The following day, a 2.5x12mm promus element drug eluting stent was implanted in the om1 and a 2.5mmx20mm promus element drug eluting stent in the proximal left circumflex artery (lcx). In (B)(6) 2015, the patient underwent coronary angiography and revealed 30-50% isr of the 2.25mmx20mm promus element plus study stent in proximal to distal portion and jailing of atrioventricular (av) groove by 2.5mmx20mm promus element drug eluting stent. An isr was also noted on the previously implanted 3.0x12mm promus everolimus eluting coronary stent system in the om1. Owing to the reason that the left main to the circumflex was stented multiple times previously, the patient underwent two vessel coronary artery bypass grafting (CABG) including saphenous vein graft (svg) to om1 and svg to left anterior descending artery (lad). Four days post procedure, the event was considered resolved and the patient was discharged on aspirin.